Event description:
Healthcare professional reported seri was implanted with a concomitant cohesive silicone gel breast implant on (B)(6) 2014 during revision reconstruction surgery. Patient presented initially with "red lower pole" of the right breast. Physician then noted "3 months" post implant, patient "developed an ulcer and had exposure of the seri and implant." Excision of the ulcer was performed on (B)(6) 2014, and 5% of the seri device was explanted with the concomitant breast implant. Event have resolved since explant surgery.

Manufacturer narrative:
The physician discarded the device when it was explanted. The events of ulcer and exposure are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.